Event description:
The pt underwent a procedure to implant a 3-level construct at l3-s1 spine levels in (B)(6) 2010. Revision surgery was performed on (B)(6) 2012 to reassess/reposition pedicle screws based upon ongoing pain. During the revision a broken screw was noted that was initially believed to have broken during removal. Retrospective review of radiographs determined the screw appeared to be broken in (B)(6) 2011.

Manufacturer narrative:
(B)(4). The explanted product was returned and visually inspected. The reported issue was confirmed. The available info suggests that obesity and an apparent non-union following initial surgery contributed to the reported event. Labeling review notes the following: "contraindications include but are not limited to: pts with inadequate bone stock or quality... Pts with physical or medical conditions that would prohibit beneficial surgical outcome..."potential risks identified with the use of this device system, which may require add'l surgery, include: device component fracture, loss of fixation, non-union..."